Event description:
Patient reported "change in the shape of the mammary gland", "slight pain sensations", "intraoperatively - rupture" and "mild edema of the breast tissue is present". Later healthcare professional reported "geloma of the left axillary lymph node (lower group)", "inner implant capsule with integrity disruption and multiple folds" against the left side record. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe as it is a physiological phenomenon. Breast pain: unable to observe as it is a physiological phenomenon. Edema: unable to observe as it is a physiological phenomenon. Other - medical: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.